Event description:
It was reported that the pt experienced facial paralysis following implant surgery. The pt was prescribed prednisone and artificial tears for the facial paralysis. The pt is improving. Advanced bionics is in the process of gathering add'l info. When add'l info is available, a supplemental report will be submitted.